Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread multifil.reabsorb.2 c/ag.1/2 lanc 23mm from novosyn brand, with reference (B)(4), does not comply with the specifications, because it presents a j needle and not a ½ circle, as indicated in the packaging of the sutures. We believe this is a manufacturing defect, as we opened several packages from this batch, and some were correct, and others presented the anomaly reported by the operating room. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample (open aluminum with the suture not wound on the pack). The package of the open sample received indicates an usp 2, 70cm and needle hs23ss. After checking the sample inside, it has been determined that the thread is a usp 2, 70cm, and the measures of the curvature and length of the needle correspond to a hs23ss needle, as indicated on the package of the product. As this needle is extremely thick for its length, the straight junction area may be a little longer than usual and it may seem a "j" needle, but after the measurements it is confirmed that it is a hs23ss needle. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as the needle of the open sample received corresponds with the needle indicated on the packaging of the product. Final conclusion: although the results of the open sample received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the open sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. We have only received a picture showing a needle of an open sample compared with the needle drawn in the box label. After internal investigation, the needle of the open sample in the picture seems to be corresponding with the one appearing in the box label (hs needle with 1/2 circle shape). Thus, it seems to be the correct needle. However, without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received, only a picture of an open sample where the needle seems to be corresponding with the needle drawn in the box label. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.